Event description:
It was reported that the procedure was to treat a de novo lesion located in the superficial femoral artery that was mildly tortuous. The 4mm/80mm on 80cm armada 35 balloon catheter balloon would not fully inflate. After retraction of the device from the anatomy the device was tested on the preparation table and a leak was observed at the connection between the catheter shaft and the hub. The device was prepped prior to use without any issues noted. A new balloon catheter was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported leak was confirmed. The returned device analysis identified a leak in the distal end of the strain relief, which was found when the balloon catheter was pressurized. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed and corrective actions were implemented. The performances of these devices will continue to be monitored. (B)(4).